Manufacturer narrative:
Evaluated one random seal reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm pump. Conclusion: reservoir not leaks.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was changed because of a strong smell of insulin. During the next follow-up, the insulin pump had an insulin smell and noticed insulin inside the reservoir compartment near the piston. Customer's blood glucose level was 497 mg/dl. The device was not returned.